Event description:
A patient reported difficulties initializing a bolus due to a cartridge not always fitting properly. There was no reported impact on the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions or outcomes were provided.